Event description:
It was reported that infusion sets were not working and that pump casing had damage around usb port, including plastic chipping around screws and plastic housing falling apart, which was considered normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, requested no further assistance, and case was created and closed with no additional actions taken by technical support.